Event description:
An attorney alleged the patient "suffered physical and other injury as a result of the recalled lead." It was also alleged the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." As a result, the patient "sustained and will continue to sustain severe physical injuries and/or death, loss of companionship and society, severe emotional distress, mental anguish, economic losses and other damages" associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective lead removed or replaced. Review of the manufacturer's database verified the patient's death. No allegation was received from a hcp that the death was lead related. Cause of death was researched but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. We have no information from a hcp (health care professional) to suggest the death was lead related. It is not known if the lead was explanted post-mortem. The cause of death has been researched but has not been received.